Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. During the investigation the pump did not alarm for load set correctly. A failed pcb caused the alarm failure. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump "failed set test". Mmdg followed up with the initial reporter, but no other information was provided. They did state that this occurred during testing, and did not affect a patient. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "failed set test". Mmdg followed up with the initial reporter, but no other information was provided. They did state that this occurred during testing, and did not affect a patient. [Complaint-(B)(4)].